Manufacturer narrative:
UDI: (B)(4). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to normal wear. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the small battery drive device trigger seized and was jammed, the motor did not function, the coupling tool side did not function and the coupling head was heavily worn, the motor as drawing too much current, the control was damaged and the changeover lever was jammed. It was further determined that the device failed pretest for check the function with epd-console, check compatibility between colibri/sbd and colibr ii/sbd ii, check the triggers and ecu function, check the off/osc/on switch mode function and check the attachment coupling. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.